Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during dictation after a right tka had been performed, the surgeon noticed that a left tibial base plate was implanted. They re-opened the patient, who was still under anesthesia, and removed the incorrect tibial implant to replace it with the correct side tibial implant. The liner was also exchanged for a larger size due to the implanting. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the information provided, the root cause of the left sided tibial baseplate implantation instead of the right sided tibial baseplate implantation was human ¿error.¿ the patient impact was the reported events, the wrongful implantation of the left sided tibial baseplate and the subsequent revision. Conclusion cannot be made on the impact of removing and revising a fixed implanted tibia. According to the report, there was no harm to the patient due to this event and the patient is healing nicely. Therefore, no further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that the correct selection of the implant has been identified in the warnings and precautions section . A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used or user/procedural variance. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.